Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, fold creases, white calcification. And was observed after autoclave cycle: cloudy gel. A weight test of the explanted material was verified and it was within specification. Besides, observed a separation between shell and patch (ss)it is out of specification per qa 199.04, it is assessed as workmanship. Based on the device analysis the final assessment is: no observations found related with the rupture reported by the physician. The crease/folding of implant condition that was indicated in the complaint was observed, nevertheless is not considered a workmanship, since the device was explanted. Observed a separation between shell and patch assessed as workmanship

Event description:
Healthcare professional additionally reported crease/folding of implant. Device has been explanted.